Event description:
Information was received that a patient's death occurred on (B)(6) 2021 after a cardiac catheterization procedure in which multiple devices were used including a trapliner. Additional information was reported from the account on 05jan2023: "the only patient death I could find in (B)(6) 2021 didn't have a trapliner used during the procedure."

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical record risk documentation. A follow up report will be submitted after investigation.

Event description:
Information was received that a patient's death occurred on (B)(6) 2021 after a cardiac catheterization procedure in which multiple devices were used including a trapliner. Additional information was reported from the account on 05jan2023: "the only patient death I could find in (B)(6) 2021 didn't have a trapliner used during the procedure."

Manufacturer narrative:
(B)(4), there was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. Case details were reviewed. The initial complaint is a lawsuit pleading that alleged that a patient underwent a cardiac catheterization procedure and that multiple devices were used of which one among them was reported to be a trapliner. Ultimately, no unit was returned to for evaluation. Additional information was requested. No response was received on the anatomical factors or usability of the device. No pictures or angiograms were provided. No pictures of the trapliner were provided. In response to our follow up request, the customer stated per their records, only one death complaint was noted, and that complaint did not include a trapliner in the procedure. A manufacturing record review could not be completed as no lot number was provided. Based on the limited information and no product evaluation, the most likely root cause of the issue is undeterminable at this time.